Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2013 with the following findings: black box review shows evidence of consecutive reboots between (B)(6) 2013. Tdd appear to be inaccurate due to the multiple power on reset events. The battery compartment observed to be cracked from threads down to the case seal, no battery cap was returned with the pump, a test battery cap was used during investigation, the test cap fits securely and maintains electrical connection. The pump powers ¿on¿ and displays ¿verify¿ screen. The display screen is dim and discolored, a test display screen was mounted for testing purposes, the pump was able to power up with a fully illuminated and colored display..the pump passed ¿ez-prime¿ steps correctly and exercised for 24h, no power loss was duplicated during test. The pump passed a 29h flow accuracy test successfully. Pump¿s cover was removed, no intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mom contacted animas and alleged the following: the patient has continued to use pump although crack in battery compartment was reported on (B)(6) 2013, stated that at the time of that complaint there was no power loss and now patient is having power loss and has had high blood glucose (bg) as a result, stated that bg has read "high" on the meter remote and he has had symptoms of headache, nausea, and looked pale and ketones were reading high, stated that this has happened several times and mom had to pick patient up from school and cannot come back to school unless he has a reliable form of insulin delivery as a result as well, stated that they seen health care provider (hcp) within the last few days and he is now on alternate form of insulin delivery and increased fluids, bg in target at the time of the call. Patient is now on an alternate delivery method. Customer support (cs) found that the patient had continued use of pump with crack in battery compartment against advice of animas, and is not changing battery cap per IFU. This complaint is being reported as a patient on pump therapy experienced hyperglycemia after knowingly using a pump with a damaged battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. User error should be considered contributory, as the patient knowingly used a damaged pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.